Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery. A 5.0mmx100mmx150cm sterling balloon catheter was advanced to the target lesion. The balloon was inflated for 10 seconds however it ruptured at 6 atmospheres on the first inflation. The device was simply removed from the patient's body and the procedure was completed using a 5.0-100/3.8t/150 sterling balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: returned device consisted of a sterling balloon catheter. The balloon was loosely folded with contrast in the balloon. Microscopic and tactile inspection presented no irregularities or defects to the inner and outer shaft. Microscopic inspection presented no damage or irregularities to the distal tip/weld. Functional testing consisted of an inflation device filled with water was connected to the hub of the catheter. The device was inflated to rated burst pressure for 5 minutes. The balloon held pressure and did not leak. Microscopic inspection presented no damage or irregularities to the proximal bond. Inspection of the remainder of the device presented no additional damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery. A 5.0mmx100mmx150cm sterling¿ balloon catheter was advanced to the target lesion. The balloon was inflated for 10 seconds however it ruptured at 6 atmospheres on the first inflation. The device was simply removed from the patient's body and the procedure was completed using a 5.0-100/3.8t/150 sterling¿ balloon catheter. No patient complications were reported and the patient's status was good.